Event description:
It was reported that the external pulse generator (epg) was dropped, resulting in a broken case and output connectors. The generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases as well as the ventricular output connector were broken, and found that the ring, side bail covers and side bails were missing, that the lead flex cover was corroded, the battery contacts were compressed and the keyboard was scratched. (B)(4).